Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_adaptor_acc, product type accessory. (B)(4).

Event description:
A manufacturer representative reported an implantable neurostimulator (ins) decubitus; the physician did a pocket revision and implanted the ins and pocket adaptor more deeply. No factors were known to have led to the event. It was noted that this was the second revision in this consumer and the first was performed for the same reason last (B)(6). The issue was noted as resolved. The consumer felt fine and the therapy was effective. No symptoms were reported.